Event description:
This report summarizes one malfunction event. A review of the event indicated that model ec500f vena cava filter experienced difficult to remove and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 24 years old female weighs 194 pounds.

Manufacturer narrative:
H10: as the lot number for the devices was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. Therefore, the investigation is confirmed for the reported difficult to remove and patient device interaction problem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4 h11: b5, d1, d4(product catalog no), g1, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown eclipse filter system experienced difficult to remove and patient device interaction problem. Of this event, the device was used on the patient but there was no reported injury. The patient¿s age, sex, and weight were not provided. The unknown eclipse filter system was not returned, limiting investigation. Also, the lot number was not provided, preventing a device history record review.